Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient is deceased. During the procedure the physician implanted the right atrial (ra) lead and right ventricular (rv) lead. While implanting the left ventricular (lv) lead, approximately ten minutes after the rv lead was implanted there was cardiac tamponade. Several attempts at resuscitation were unsuccessful. No other information was provided.